Event description:
Quality control result for hbsag postive control fluid was negative ratio. Analysis of datalogger files for the analyzer determined it was unlikely that the customer had performed required maintenance. There was no report of pt harm as a result of this occurrence.